Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6 and h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, based on the investigation, the most likely cause is an electrical abnormality by a component failure of the internal electronic board. Error e0101 indicates internal abnormality, and it occurs when communication abnormality between the internal electronic board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 field: establishment name: due to limitation of text characters added here: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the electrosurgical generator exhibited multiple occurrences of error e0101 during output. The issue reoccurred even after restarting the power. The issue occurred during an unspecified therapeutic procedure while device inside the patient. No errors occurred, and the procedure was completed using the same device with no delay. There were no reports of patient harm.